Manufacturer narrative:
(B)(4). He device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient had 8 electrode channels with high impedance on the right side implant at an appointment on (B)(6) 2015. On (B)(6) 2015, 9 electrode channels had high impedance. All impedances had been within normal limits in september 2014.

Event description:
The bilaterally implanted patient had 8 electrode channels with high impedance on the right side implant at an appointment on (B)(6) 2015. On (B)(6) 2015, 9 electrode channels had high impedance. All impedances had been within normal limits in (B)(6) 2014. Patient has been explanted.